Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of shortness of breath and pain on aspiration. The patient was evaluated with CT scans, x-ray, and echocardiogram which found a pleural effusion due to a perforation into the pericardium from the right ventricular (rv) lead. There lead had significantly decreased r-waves, increased and high threshold, and dropped pacing impedances. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.